Event description:
During a procedure, it was reported the lasso the deflection mechanism suddenly stopped working. The issue was resolved after the catheter replacement. Procedure was completed without any patient consequences. Upon receipt of the device, it was observed the catheter had a broken anchor window with brown residues. Due to this catheter condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).